Event description:
Customer reported that a pyxis medstation es system produced a burning smell and experienced loss of power. Customer reported there was no patient involvement. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis medstation es system produced a burning smell and experienced loss of power. Customer reported there was no patient involvement. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A technical support specialist evaluated the device and determined that the device's inseparable magnet was not retracting, and the drawer controller board kept the drawer's solenoid powered up. This caused the solenoid to overheat, damaging the inseparable magnet, controller board and solenoid. The field service technician replaced the parts listed below to resolve. Device tested and confirmed operational.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-nov-2020 to 16-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device's inseparable magnet was not retracting, and the drawer controller board kept the drawer's solenoid powered up. This caused the solenoid to overheat, damaging the inseparable magnet, controller board and solenoid. Replaced all listed above ran diagnostic test and application and all tested good. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
Customer reported that a pyxis medstation es system produced a burning smell and experienced loss of power. Customer reported there was no patient involvement. Patient or user harm was not reported.